Event description:
Device was in use with home care pt. According to report, the pt had difficulty with her sites occluding. The first site occluded after one day in use, while a second site occluded after a half day in use. Following placement of a third site, she noticed that the location of the first site had become red and swollen. The pt reported to her local clinic where she was prescribed a course of oral antibiotics for a possible bacterial infection. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.